Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5089686, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following a back surgery, the patient was experiencing inadequate stimulation. It was noted that the leads were evaluated and over ten (10) contacts were not working. The physician felt that the leads were damaged during the back surgery which caused the failure of therapy. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.